Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of amia cassettes had the patient line green cap come off. This was observed after delivery of the product, prior to use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was further reported that at least three (B)(4)units of amia cassettes had the patient line green cap come off (previously reported as unspecified quantity of amia cassettes). The devices were discarded; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.